Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 573 mg/dl. The customer expressed joint pain and nausea prior to the hospitalization. The customer stated that he had severe neck, shoulder, knee and hip pain when his blood glucose was high. The cause of the hospitalization was hyperglycemia and dehydration. Troubleshooting was not fully completed. The customer stated that he had a bent cannula. The customer believed he had an improper insertion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.